Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. The customer was leaning on the infusion set tubing when the occlusion occurred. The customer cleared the alarm and resumed insulin delivery. As the occlusion had occurred in the past, tandem technical support was unable to perform a system check to confirm if the tubing was the cause of the occlusion.